Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement and, less frequently, from mitral valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient was implanted with a 19mm aortic pericardial valve and required coronary artery bypass graft x 1 due to right coronary ostia occlusion. At the time of implant, the patient received a 19mm aortic valve, and the right coronary graft appears to have been placed due to right coronary ostial obstruction as there is no native coronary disease seen on cath. Patient was discharged.

Manufacturer narrative:
H10. Additional manufacturer narrative: added h6 result code and conclusion code. No problem was detected.

Event description:
Records from original implant procedure indicate the patient had the 19mm aortic valve implanted and inspection demonstrated both right and left main coronary ostia to be free of any obstruction. Per records the patient had coronary artery disease and underwent coronary bypass grafting x 1, reverse saphenous vein graft placed to the posterior descending artery. There were no complications. The patient was left intubated, sedated, and transported to the intensive care unit in stable condition. The patient was discharged on post-operative day five (5).

Manufacturer narrative:
H10. Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The cause of the event cannot be determined; however, patient factors likely impacted the event. Added information to b5, b6, b7, d4, h4, h6.